Event description:
Venous needle of 15g. Lot # inserted without difficulty. Started treatment with blood leaking from nick in needle line approx 1" from distal tip. Needle discarded and restuck with new needle without difficulty. Restuck with new needle.